Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 280 mg/dl. The customer reported that the insulin pump alarmed not delivery during bolus. It was also reported that the infusion set stuck twice to the serter of the insulin pump. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to examine the cannula was not bent. The customer was advised that the infusion site may have been occluded. No additional information was provided.